Event description:
It was reported that the physician repositioned the lead due to low rv sensing and high thresholds. During a follow-up visit, the physician found the sensing decreased and the lead did not capture. X-ray confirmed lead dislodgement. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure.